Event description:
The facility reported that the resident was on a shower trolley, when moved away from the bath area, the stretcher broke away from the hydraulic piston and fell to the floor. The caregiver in attendance grabbed the resident to break the fall. The resident sustained an injury to the head and was examined for head trauma, and was treated with an ice pack.

Manufacturer narrative:
The device was examined by an arjo investigator. There were scratches found on the stretcher rails. The head/foot support was broken off. There were no problems found with the lifting piston. Marks from a vice grip tool were found on the outside of a bolt head for a hex-type tightened bolt. Indication was that the bolt was tightened beyond torque specs. The investigator reported that facility staff is known to use the shower trolley as a stretcher for transport from room to room. Door frames do not appear to be ada acceptable, and are not large enough to transport persons through the door. Flooring threshold is damaged and could cause damage to the unit. Based on the info provided, the MFR has determined the cause of the stretcher breaking away from the hydraulic piston and falling to the floor is incorrect maintenance. The product was in need for a service/technical check for quite some time. Defective product was used. The bolt was tightened with the incorrect tool and most likely also with incorrect torque. Assembly instructions had not been followed. The operating and product care instructions state to weekly examine the shower trolley for damages and to check mechanical attachments by tilting the stretcher and visually checking the two bolts that hold the stretcher to the chassis. There should be no gaps. The operating and product care instructions also state to make sure that the concerto is moved with care; especially in narrow passages, over bumps, etc. The MFR recommends retraining of operators to the requirements of the operating and product care instructions and to repair the device before putting back into service.